Event description:
It was reported that the pump was not recognizing the cartridge upon reload, causing the customer to use multiple cartridges. There was no adverse impact on the customer's blood glucose level. The customer declined troubleshooting and no further action was needed.